Event description:
During a gastrectomy procedure, the device produced malformed staples. Another device was used to complete the procedure. There were no adverse consequences to the pt.

Manufacturer narrative:
Evaluation summary; the instrument arrived in good visual condition and loaded with a void of staple cartridge. The instrument was tested with a test cartridge, and it cycled, fired and formed all the staples as inteded. Event descibed could not be confirmed as the staples were noted to have the proper b-formation. Cartridge batch t5793v